Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise which were oversensed during ventricular fibrillation (vf) episodes. The diverted episodes revalidated pauses in pacing and sensing which were reproduce during manipulation. The patient was dependent, as such a lead revision was crucially recommended. The field representative will further discuss with the physician. At this time, the right ventricular (rv) lead remains in service. No adverse patient effects were reported. Additional information was received indicating a revision procedure was performed due to asystole. The rv lead was abandoned surgically and a new competitor¿s lead was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.